Event description:
There have been multiple reports of occurrences involving tissue irritation of the procedural area during pre-operative hair removal. Hair removal is performed by trained nursing assistants following a policy/procedure that outlines steps to follow to best reduce skin trauma. The surgical services staff report that this problem began when the hospital, following a cost-savings and contract-related directive, changed brands in the spring of this year from a more expensive/"better quality" product to cardinal health's less expensive product. After the change over was made, skin trauma occurrences related to pre-operative clipping went from no occurrences reported in 2009 and the first couple of months in 2010 to one report in april 2010 and nine in may 2010. Staff report they have quality concerns with the cardinal clippers/blade. There have been only minor skin abrasions/irritations related to clipper skin trauma reported to-date and infection prevention staff have been following cases. Clipper operation/technique is not believed to be an issue, however a company representative was invited to come and retrain the staff. ====================== health professional's impression======================less than adequate quality.====================== manufacturer response for surgical clipper/blade, surgical clipper and clipper blade======================offered retraining of staff.